Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to dislocation. The lens was exchanged for a different model iol. In a follow up, the surgical technician indicated the event resolved with treatment and in the surgeon's opinion, the iol did not contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be verified for dislocated. The optic is scratched and torn/split/cracked into two pieces (possibly cut) and this damage was not mentioned by the customer. Product history records were reviewed and all documents indicate the product met release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Additional information was requested by fax and mail on (B)(6) 2012. A completed questionnaire was received on (B)(6) 2012. (B)(4).